Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Event description:
Patient reported right side is "completely flat." Healthcare physician reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two opening assessed as surgical damage and one opening assessed as fold flaw opening. As per the investigation procedure crease, particle and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side is "completely flat". Healthcare physician reported a right side deflation. Device has been explanted.